Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 37085 lot# serial# (B)(6). Implanted: (B)(6) 2010: product type extension product ID 37085 lot# serial# (B)(6) implanted: (B)(6) 2010: product type extension product ID 3389s-40 lot# v533559 implanted: (B)(6) 2010: product type lead product ID 3389s-40 lot# v533559 implanted: (B)(6) 2010: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was evaluating a patient to be enrolled in the adapt study. When the physician checked for beta signals on the left subthalamic nucleus (stn) lead, she had good beta signals but when she checked the right stn lead, she had low beta signals and got an error message that said impedance failure. The manufacturer representative (rep) was not with the patient. The rep will check with the doctor on (B)(6) to see what the results of the impedance test are. No patient symptoms were reported. Additional information was received: it was reported that there were high impedances on contacts 10 and 11 identified during enrollment visit signal tests. There were no safety concerns. Additional information received from the manufacturer¿s representative (rep) reported they were able to confirm electrode 11 appeared to be elevated, but they didn¿t know the exact value. The rep took a screen shot of the message, and was hoping to provide further information later. Additional information was received: it was reported that electrode 11 on the right hemisphere lead had a high impedance while all other electrodes impedances were in normal range. A connectiv ity test and full impedance test was done on (B)(6) 2021 and the message of impedance failure was resolved and didn¿t show up again when the signal test was repeated. No further actions were necessary by the physician as the electrode was not in use for con tinuous stimulation or sensing. On (B)(6) 2021 an artifact check showed electrode 11 at 65,000 (uv/rthz) while the other electrodes were in the 800-1050 range. On (B)(6) the impedance test noted electrode 11 as "high" on the session report. The issue hadn't resolved but electrode 11 would not be used for programming.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information clarified that the artifact check was done on (B)(6) 2021.

Event description:
Additional information was received reporting that impedance was flagged for review. It was unknown if there was any patient impact and unknown if action was taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID: 3389, serial# : (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3389, serial/lot #: (B)(4), if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high impedances on contacts 10 and 11 identified during enrollment visit signal tests. There were no safety concerns. Additional information was received: it was reported that electrode 11 on the right hemisphere lead had a high impedance while all other electrodes impedances were in normal range. The patient was seen again in the clinic on (B)(6) 2021. No impedance failure alerts were seen and a full impedance test was run. No further actions were necessary by the physician as the electrode was not in use for continuous stimulation or sensing. On (B)(6) 2021 an artifact check showed electrode 11 at 65,000 (uv/rthz) while the other electrodes were in the 800-1050 range. On (B)(6) the impedance test noted electrode 11 as "high" on the session report. The issue hadn't resolved but electrode 11 would not be used for programming.